Event description:
Boston scientific received information that this right ventricular (rv) lead had microdislodged. An invasive procedure was performed. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product was received for analysis. The lead tip and helix have no visible signs of damage which would lead to dislodgement.

Manufacturer narrative:
Request for product return has been made. Should additional information become available this report will be updated.